Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, the screen was faded with lines that blocked graphics and text. There was no reported impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.